Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt presented with complaints of loss of pain control, and large residual volumes of medication were found upon refill of the pump. Dye study was performed, and loss of patency of catheter was discovered. Physician decided to explant entire system and implant new pump and catheter at this time.